Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an esophageal stenting procedure for a fistula due to lung cancer, performed on (B)(6), 2010. According to the complainant, during the procedure, the deployment suture did not work properly. It could not be completely withdrawn to deploy the stent. The area was not predilated prior to the procedure. After several unsuccessful attempts, the partially deployed stent and delivery system were removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual examination determined that the returned stent was fully deployed and expanded. The delivery system was not returned for analysis. Examination of the returned stent noted no anomalies with its profile. As the stent was returned to boston scientific fully deployed, it cannot be determined what difficulty was experienced during the deployment of the stent. The root cause of this investigation is undeterminable. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an esophageal stenting procedure for a fistula due to lung cancer, performed on (B)(6), 2010. According to the complainant, during the procedure, the deployment suture did not work properly. It could not be completely withdrawn to deploy the stent. The area was not predilated prior to the procedure. After several unsuccessful attempts, the partially deployed stent and delivery system were removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) (stent suture - difficulty removing/withdrawing). (Stent - partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.